Event description:
Nursing went to use an IV catheter for a patient and notices the cap of the product had 3cm black stain on the cap. The device was sequestered and not never used on any patient. This occurred to introcan standard 20g IV product from lot: 23h25g8301 and reference: 4251652-02.